Event description:
The facility reported a colleague infusion pump with a malfunction of failure code 814:04, four times. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 four times was confirmed during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in process through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.